Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent laparoscopic hysterectomy with bso, laparoscopic adhesiolysis, extensive abdominal adhesiolysis including enterolysis, pereyra periurethral suspension, repair of rectocele and enterocele due to symptomatic vaginal prolapse and sui. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient underwent sacrospinous ligament fixation, retropubic sling placement, cystoscopy, enterocele closure and rectocele closure on (B)(6) 2010 due to symptomatic vaginal prolapse. It was reported that patient underwent laparoscopic lysis of adhesions and a da vinci assisted sacrocolpopexy on (B)(6) 2014 due to recurrent pelvic organ prolapse with enterocele. (B)(4).